Event description:
It was reported that during a check of the device, it was found to have malfunctioned.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.